Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 452 mg/dl at the time of the event. The customer reported a sensor glucose vs blood glucose reading mismatch and also received a sensor updating alert. The hyperglycemia was treated with bolus. The event involved products mmt-1884, mmt-399a, mmt-332a, mmt-7040ma. Troubleshooting was partially performed for hyperglycemia and later customer declined. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported hyperglycemia event. Troubleshooting was performed for sensor alerts and customer experience behavior longer than 3 hours. Troubleshooting was performed for sensor glucose vs blood glucose and the discrepancy in reading between sensor glucose and blood glucose values. The sensor glucose value was 289 mg/dl and blood glucose value of 396 mg/dl was not within the target range and the difference was greater than 30%. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.